Event description:
It was reported that this right atrial (ra) lead dislodged the night after implant. A replacement procedure was successfully performed the next day. The explanted ra lead was returned to boston scientific for analysis. This investigation will be updated when analysis is complete. No additional adverse patient effects were reported.